Event description:
It was reported, the patient was experiencing a growth where the catheter enters the brain. The patient was implanted with a morphine pump due to severe daily migraines as well as rsd. The catheter was placed in the brain as opposed to the spinal column. The growth is on the scalp where the catheter goes into the skull and is growing in size. It was not reported when the symptoms first began. It is unknown what drug is used in the pump. Additional information has been requested, but was not yet available on the date of this report.